Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples were submitted to the manufacturer for evaluation. Through visual examination, no visual defects or anomalies were observed. The samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. The results of the test indicated no leakage was observed. The samples are within specification; the reported defect is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: live call from vendor 11:37 am on (B)(4) 2024: vendor rep reported that adverse control number: (B)(4) was received, one male affected. Bloodlines have tiny holes - blood leaking out and the saline line would not fit correctly on the machine. Lot#: a2400391 patient harm has not been identified yet. Follow up email received from vendor at 11:49 am. Bloodline has tiny pin holes, blood leaking out.